Event description:
(B)(4). I got the essure implanted on (B)(6) 2015. I ended up getting f an infection right away and was in horrible pain. My doctor put me on some meds which did help. I went in today (B)(6) 2015 to get the dye procedure done to see if the coils were still in place and that my tubes were blocked. We found out from the xray that one is in place and blocked while the other coil has migrated north of the tube. My doctor assumes that this happened right away and the cause if the infection I had earlier when implanted. I myself do not want to have this procedure done again in chances of this happening again. So my doctor is trying to find a provider with in my insurance company to take my tubes out now. Which will probably be a long road for me.